Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Additional issues were identified during the device evaluation: the front panel caution label was faded and cracked, the top cover had dust that could not be removed, and a non-olympus bulb was used for 400 hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that while using the light source, image flickers and goes in and out on connecting. The customer believes that the connectors are flaking out between the probe and the light source. The issue occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be identified because the reported issue was not reproduced. Olympus will continue to monitor field performance for this device.